Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient did not receive a notification on the g5 application about the transmitter running out of battery. No medical intervention was reported. Additional event or patient information is not available. No data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.